Manufacturer narrative:
Concomitants: (B)(6) 02-020-13-0345 - truliant cr cem fem cr cem right sz 4.5 (B)(6) 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t (B)(6) 02-022-51-4511 - truliant tib imp crc insert sz 4.5, 11mm (B)(6) 200-02-35 - three peg patella 35mm h3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right knee was revised approximately 2 years post initial operation. The patient returned to surgeons office with suspicion of an infection of the total knee arthroplasty. The patient underwent a tka removal and implantation of a knee antibiotic spacer. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reason for the reported surgical intervention due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. D1: corrected h6: corrected component, and investigation clinical codes.